Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2003, patient underwent following procedure: anterior retroperitoneal approach for lumbar interbody fusion l5-s1; for a pre-op diagnosis of spinal stenosis l5-s1. On (B)(6) 2003, patient underwent following procedure: anterior arthrodesis, structural prosthetic replacement l5-s1 utilizing lt 16 x 23 mm cages bilaterally filled rhbmp-2, allograft synthetic bone substitute, utilizing infused allograft structural, radical anterior discectomy at l5-s1, retroperitoneal approach, utilization of fluoroscopy throughout the procedure, microscopic magnification; for pre-op diagnosis of lumbar disc degeneration with mechanical back pain, l5-s1, status post previous lumbar hemilaminectomy discectomy which was unsuccessful. Per-op notes: l5-s1 interspace was exposed and marker was placed to check fluoroscopically. Entire disc nucleus was evacuated . Posterior and lateral annulus were retained. Subchondral bone was exposed but not violated. A16 mm double barrel was inserted in midline under ap and lateral fluoroscopy. It was impacted into appropriate position. Then, a 13 x 23 mm lt cage was chosen and inserted to a depth of 23mm and raised 2mm, similar cage was placed in left side and raised 3mm. Ap and lateral fluoroscopy confirmed position of the cages. Rhbmp-2 was then packed into interspace into the lt cages on right and left side. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2